Event description:
It was reported that balloon rupture occurred. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, upon first inflation, it was noted that the balloon ruptured at 6 atmospheres for 10 seconds. The device was simply pulled from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was good.